Event description:
It was reported from (B)(6) that during a hip pinning surgical procedure, it was discovered that the trigger came undone on the small battery drive device. There was a five minute delay to the planned surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The reporter¿s complete address was not provided. The manufacturing location was unknown. The device manufacture date is unknown. The reporter stated that the device will not be returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.